Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door had been unable to open. A field service engineer had found that the housing was falling off and out of alignment. The field service engineer had remounted the smart remote manager housing, and the issue had been resolved. The system had functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1- (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, refrigerator door had been unable to open. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.